Event description:
It was reported that customer experienced malfunction alarm identified as malfunction 16 on pump while using insulin therapy in ireland, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to switch pump off, place it in storage mode, return device, and use multiple daily injections as backup therapy, and cts arranged replacement pump and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.